Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and menstruation irregular ("infrequent menstrual period"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage and menstruation irregular outcome was unknown. The reporter considered menstruation irregular, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and oligomenorrhoea ("infrequent menstrual period"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage and oligomenorrhoea outcome was unknown. The reporter considered oligomenorrhoea, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, obesity, abdominal pain, rectal bleeding, abdominal discomfort, bowel movement irregularity, blood glucose abnormal, uterine bleeding, loose stools, oligomenorrhea, incontinence, cholesterol levels raised, pollen allergy, eczema and cervical pap smear abnormal. Concomitant products included ibuprofen, nsaids, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal): type: vaginal (bladder/urinary tract/vaginal): type: vaginal"), anxiety ("psychological or psychiatric condition: depression and mental anguish") and depression ("psychological or psychiatric condition: depression and mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), oligomenorrhoea ("infrequent menstrual period"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complication") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, depression, urinary tract infection, vaginal discharge and bacterial vaginosis had resolved and the oligomenorrhoea and anxiety outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, menorrhagia, oligomenorrhoea, pelvic pain, post procedural complication, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Removal details: physician were able to remove one essure in entirety (the patients right) and one essure was transected during the procedure the patient tolerated the procedure well. Patient psych related essure was yes. Patient received treatment for bladder and urinary prob. Patient surgery rank 1, 2 and 3 was 2,0 and 0. Top surgery rank 2. Filed removal category 0. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: impression: 1. Findings suggestive of adenomyosis. This can be further evaluated with MRI pelvis as warranted. 2. Normal ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, menorrhagia. Lot number: 774387, manufacture date: 2010-09, expiration date: 2013-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of event " pain, bleeding and bladder/ urinary problem" were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, obesity, abdominal pain, rectal bleeding, abdominal discomfort, bowel movement irregularity, blood glucose abnormal, uterine bleeding, loose stools, oligomenorrhea, incontinence, cholesterol levels raised, pollen allergy, eczema and cervical pap smear abnormal. Concomitant products included ibuprofen, nsaids, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia),") and menorrhagia ("abnormalbleeding (vaginal, menorrhagia),"). In june 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal): type: vaginal (bladder/urinary tract/vaginal): type: vaginal"), anxiety ("psychological or psychiatric condition: depression and mental anguish") and depression ("psychological or psychiatric condition: depression and mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), oligomenorrhoea ("infrequent menstrual period"), urinary tract infection ("uti"), vaginal discharge ("vaginal dicharge"), post procedural complication ("post removal complication") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on 19-sep-2016. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, depression, urinary tract infection, vaginal discharge and bacterial vaginosis had resolved and the oligomenorrhoea and anxiety outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, menorrhagia, oligomenorrhoea, pelvic pain, post procedural complication, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Removal details: physician were able to remove one essure in entirety (the patients right) and one essure was transected during the procedure the patient tolerated the procedure well. Patient psych related essure was yes. Patient received treatment for bladder and urinary prob. Patient surgery rank 1, 2 and 3 was 2,0 and 0. Top surgery rank 2. Filed removal category 0. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on 09-aug-2016: impression: 1. Findings suggestive of adenomyosis. This can be further evaluated with MRI pelvis as warranted. 2. Normal ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, menorrhagia. Lot number: 774387 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, obesity, abdominal pain, rectal bleeding, abdominal discomfort, bowel movement irregularity, blood glucose abnormal, uterine bleeding, loose stools, oligomenorrhea, incontinence, cholesterol levels raised, pollen allergy, eczema and cervical pap smear abnormal. Concomitant products included ibuprofen, nsaids, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In december 2011, the patient experienced vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia),") and menorrhagia ("abnormalbleeding (vaginal, menorrhagia),"). In june 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal): type: vaginal (bladder/urinary tract/vaginal): type: vaginal"), anxiety ("psychological or psychiatric condition: depression and mental anguish") and depression ("psychological or psychiatric condition: depression and mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and oligomenorrhoea ("infrequent menstrual period"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the uterine haemorrhage, oligomenorrhoea, vaginal infection, anxiety and depression outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, menorrhagia, oligomenorrhoea, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Removal details: physician were able to remove one essure in entirety (the patients right) and one essure was transected during the procedure the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on 09-aug-2016: impression: 1. Findings suggestive of adenomyosis. This can be further evaluated with MRI pelvis as warranted. 2. Normal ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, menorrhagia. Lot number: 774387 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, obesity, abdominal pain, rectal bleeding, abdominal discomfort, bowel movement irregularity, blood glucose abnormal, uterine bleeding, loose stools, oligomenorrhea, incontinence, cholesterol levels raised, pollen allergy, eczema and cervical pap smear abnormal. Concomitant products included ibuprofen, nsaids, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia),") and menorrhagia ("abnormalbleeding (vaginal, menorrhagia),"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal): type: vaginal (bladder/urinary tract/vaginal): type: vaginal"), anxiety ("psychological or psychiatric condition: depression and mental anguish") and depression ("psychological or psychiatric condition: depression and mental anguish"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), oligomenorrhoea ("infrequent menstrual period"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complication") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, depression, urinary tract infection, vaginal discharge and bacterial vaginosis had resolved and the oligomenorrhoea and anxiety outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, menorrhagia, oligomenorrhoea, pelvic pain, post procedural complication, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Removal details: physician were able to remove one essure in entirety (the patients right) and one essure was transected during the procedure the patient tolerated the procedure well. Patient psych related essure was yes. Patient received treatment for bladder and urinary prob. Patient surgery rank 1, 2 and 3 was 2,0 and 0. Top surgery rank 2. Filed removal category 0. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: impression: 1. Findings suggestive of adenomyosis. This can be further evaluated with MRI pelvis as warranted. 2. Normal ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, menorrhagia. Lot number: 774387 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-apr-2021: mr received : no new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, obesity, abdominal pain, rectal bleeding, abdominal discomfort, bowel movement irregularity, blood glucose abnormal, uterine bleeding, loose stools, oligomenorrhea, incontinence, cholesterol levels raised, pollen allergy, eczema and cervical pap smear abnormal. Concomitant products included ibuprofen, nsaids, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia),") and menorrhagia ("abnormalbleeding (vaginal, menorrhagia),"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal): type: vaginal (bladder/urinary tract/vaginal): type: vaginal"), anxiety ("psychological or psychiatric condition: depression and mental anguish") and depression ("psychological or psychiatric condition: depression and mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and oligomenorrhoea ("infrequent menstrual period"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the uterine haemorrhage, oligomenorrhoea, vaginal infection, anxiety and depression outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, menorrhagia, oligomenorrhoea, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Removal details: physician were able to remove one essure in entirety (the patients right) and one essure was transected during the procedure the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: impression: findings suggestive of adenomyosis. This can be further evaluated with MRI pelvis as warranted. Normal ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and mr received : reporter added, lot number added, patient demographic updated, , essure insertion date updated and removal date added, events added- abnormal bleeding (vaginal, menorrhagia), vaginal infection , depression and mental anguish. Events outcome updated, events onset date, events severity,concomitant drug, medical history and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, obesity, abdominal pain, rectal bleeding, abdominal discomfort, bowel movement irregularity, blood glucose abnormal, uterine bleeding, loose stools, oligomenorrhea, incontinence, cholesterol levels raised, pollen allergy, eczema and cervical pap smear abnormal. Concomitant products included ibuprofen, nsaids, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal): type: vaginal (bladder/urinary tract/vaginal): type: vaginal"), anxiety ("psychological or psychiatric condition: depression and mental anguish") and depression ("psychological or psychiatric condition: depression and mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), oligomenorrhoea ("infrequent menstrual period"), the second episode of menorrhagia ("menorrhagia"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complication") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the uterine haemorrhage, oligomenorrhoea, vaginal infection and anxiety outcome was unknown and the vaginal haemorrhage, depression, the last episode of menorrhagia and urinary tract infection had resolved. The reporter considered anxiety, bacterial vaginosis, depression, oligomenorrhoea, pelvic pain, post procedural complication, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Removal details: physician were able to remove one essure in entirety (the patients right) and one essure was transected during the procedure the patient tolerated the procedure well. Patient psych related essure was yes. Patient received treatment for bladder and urinary prob. Patient surgery rank 1, 2 and 3 was 2,0 and 0. Top surgery rank 2. Filed removal category 0. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: impression: 1. Findings suggestive of adenomyosis. This can be further evaluated with MRI pelvis as warranted. 2. Normal ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, menorrhagia. Lot number: 774387, manufacture date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events uti, vaginal discharge, bacterial vaginosis and post removal complications were added. Outcome of the events depression, menorrhagia were updated recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.